Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is potential for insulin over-delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 09/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the pump¿s black box revealed multiple loss of prime warnings with low non zero force. The load step malfunction was not duplicated during investigation. The force calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.